Manufacturer narrative:
During this mitral valve replacement, maze procedure and resection of the left atrial appendage, the cvp and wedge pressures were elevated. The patient¿s creatinine was elevated upon admission, but increased to 3.17 following the above procedures. No treatment was given based on the elevated values. The creatinine value corrected back to baseline prior to discharge to a long term care facility.

Manufacturer narrative:
The product is not available for evaluation as it was discarded at the facility. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that during use of a swan ganz catheter, the pa, cvp and wedge pressures were elevated. The patient was treated based on the values presented on the monitor, which were later thought to be inaccurate. Post-operatively, the patient was diagnosed with renal failure. The device was discarded at the facility; therefore, no return of the product is expected. Patient demographics requested, but not provided.